Manufacturer narrative:
(B)(4). Evaluation, results: restenosis of stented segment.

Event description:
One complete se peripheral stent was implanted to the right distal sfa during the index procedure. Re-occlusion of the study stent was reported to have occurred 6 months post index procedure. A clinically driven tvr/tlr was performed. The target lesion was reported to have 100% stenosis before the revascularization and 5% stenosis after the revascularization. Investigator reported a possible relationship between study device and event. The pt recovered with treatment. Complete se sfa is a pre-market device, but is similar to complete se biliary/iliac which is approved in the us.